Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 465mg/dl. The customer reported via phone call they experience low blood glucose levels of 40 mg/dl. The customer said the cause of blood glucose levels is because she was helping her sister move. The customer did not give further information about blood glucose levels besides she is treating them with 15 grams of carbs. The product was not returned for analysis